Event description:
Customer called to report a hospitalization due to high blood glucose. The blood glucose reading is 101 mg/dl. The blood glucose reading at the time of the event was 586 mg/dl. Customer was diagnosed diabetic ketoacidosis. Customer also reported a crack in the case. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.